Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a positive computed tomography (CT) scan revealed a tent shaped inferior vena cava (ivc) filter angled by 23.5 degrees to the right relative to the ivc axis. There are 6 peripheral struts with a grade 3 perforation of the left anterior strut with the tip lodged in the wall of the abdominal aorta. The grade 3 perforation is at the level of a fusiform infrarenal abdominal aortic aneurysm at 3.9 x 3.9 cm in diameter, with a circumferential wall calcification, associated with an aneurysm of the right common iliac artery. The ivc has a normal caliber above and below the level of the filter.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019 a positive computed tomography (CT) scan revealed a tent shaped inferior vena cava (ivc) filter angled by 23.5 degrees to the right relative to the ivc axis. There are 6 peripheral struts with a grade 3 perforation of the left anterior strut with the tip lodged in the wall of the abdominal aorta. The grade 3 perforation is at the level of a fusiform infrarenal abdominal aortic aneurysm at 3.9 x 3.9 cm in diameter, with a circumferential wall calcification, associated with an aneurysm of the right common iliac artery. The ivc has a normal caliber above and below the level of the filter.